Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture present in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation of insulin delivery if the damage impacts the power circuit or cartridge cap.

Manufacturer narrative:
Follow-up # 1 date of submission 12/06/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/09/2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment had two cracks and there was a leak in the display lens. There was no evidence of moisture observed before opening the pump. A leak test was performed and failed due to the display lens leak. The pump was opened and there was evidence of moisture found on the keypad support bracket. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow up # 2 date of submission 12/09/2016 ¿ correction to serial number.